Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples. The knife assembly was disengaged. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used the device for intestinal canal resection at proximal pancreatectomy with duodenum. They connected the cartridge to instrument. The surgeon clamped the tissue and pushed the plastic knob; however, could not fire the device. The surgeon removed the device from the tissue and noted the knife assemblies disengaged from reload. The status of the patient was reported as no problem. The procedure was completed with another device.